Event description:
It was reported the patient had experienced an increase in his lower extremity tone with more difficulty in his ambulation. It was suspected there was an issue with either the pump or the catheter. There was an 11 cc discrepancy in the pump. When a catheter study was done, it was possible to aspirate fluid from the side port. Contrast medium was injected through the side port and the radiologist observed contrast medium pooling in the pocket of the pump. There was also some contrast medium in the intrathecal space. It was later reported the patient was scheduled for a revision. Four days after the catheter study, the patient experienced increased baseline spasticity. The pocket was explored and things looked fine; the surgeon did not appreciate any break in the catheter. It was unclear if anything was done during the case. It was later reported that the event logs revealed multiple motor stall or recoveries over the last few months. No audible alarms were reported until (B)(6)2010; the patient heard the pump beep after he got out of the shower. The pt heard the pump beep only that one time. The alarm was due to an empty reservoir volume. A pump replacement was scheduled for (B)(6)2010 due to volume discrepancies. It was noted the pump contained compounded baclofen but the dosage and concentration were unk. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)